Manufacturer narrative:
(B)(4). Results: (myocardial infarction/revascularization).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca, one endeavor sprint rx drug-eluting stent implanted to the distal rca and one endeavor sprint rx drug-eluting stent implanted to the second obtuse marginal. Approximately 3.5 months post index procedure the patient was rehospitalized due to a mi. The mi was related to the target vessel. The following day an angiogram was performed reason for angiogram recurrent angina. Restenosis of target lesion/vessel was seen. Repeat pci was performed (des). The ptca was successful. The investigator indicated that the reported mi and revascularization were related to the study stent. (Ref MFR # 9612164201100909 and 9612164201100910).

Event description:
The 3rd endeavor implanted during the index procedure was implanted in the circumflex artery and not the 2nd obtuse marginal as previously reported. The des implanted during the previously reported revascularization was implanted in the rca. The investigator indicated that the reported mi <(>&<)> revascularization were definitely related to the study stent.